Event description:
Additional information was received stating the oor and impedance issues first occurred in early (B)(6) 2025. The cause of the oor and high impedances was reported to be due to "high impedances". Reprogramming took place and the issue was resolved.

Manufacturer narrative:
B3. Event date is an estimate (month/year valid) g2. Foreign: nl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an oor. Technical services responded that oor stands for out of regulation, which means that the neurostimulator is not able to deliver the requested settings. For an intellis system this oor can be triggered by several reasons; (ie battery level of the neurostimulator is too low for the programmed settings; high programmed settings; high impedances or slightly increased impedances). When looking at the provided session report, a few things can be seen. From the impedance measurement it can be seen that contact 2 shows out of range (>40,000 ohms) impedance values for all contact combinations. Additionally, for some contact combinations with contact 5 also have some increased impedance values are seen, >4,000 ohms. The contact combination 5 and 8 gives a impedance value of 7070. From the configuration it can be seen that contact 8 is used for programming. When elevated/high impedance values are present within the system, the oor could potentially be triggered already at lower amplitude values. Then, when checking the battery level of the ins, it is seen that on some days the battery level was at 30% or 20% at the start of the recharge session. This lower battery level could potentially contribute to the appearance of an oor message in combination with the elevated impedance values and programmed settings. Troubleshooting suggestions were provided. The troubleshooting does not resolve the oor, they could consider to investigate the system further. To perform an x-ray to see if any lead fracture, loose connection, or lead migration can be seen. Additionally, they could consider to try to reprogram the electrode configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
G2: the country of the event is nl medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the oor and high impedance was not known. There had not been a significant adverse event (fall or other trauma that can logically lead to this result) to explain this.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.